Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: b5 device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. E1; e2; e3; g2.

Event description:
It was further reported that the operation was delayed due to having to make another incision to open the knee up to try to find the piece of sleeve which had broken. This report is for one (1) unknown expert tibial nail.

Manufacturer narrative:
Additional narrative: this report is for an unknown nails: expert tibial/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is a j&j employee. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2021, during an unknown procedure, part of the device broke while being used by the surgeon. The issue occurred at the end of the operation when the surgeon attempted to remove the sleeve. The sleeve was jammed and appeared to be stuck in the nail. When the sleeve was dislodged, it was found to be broken. A piece of the device was then lost inside of the patient at an unknown time during the procedure. There was an unknown amount of surgical delay. No further information was provided. This report is for one (1) 12.0mm outer protection sleeve for suprapatellar - sterile. This is report 2 of 2 for (B)(4).